Event description:
It was reported that the atrial lead exhibited increased and high thresholds. The atrial lead was abandoned and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: e2dr01 ipg, implanted: (B)(6) 2006.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analyst commented, the atrial capture management trend shows max threshold measurements of greater than 2.5 volts during weeks of (B)(6) 2014.